Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start up, the cardiosave intra-aortic balloon pump (iabp) insertion of fiber optic cable was difficult. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse replaced the faulty broken fiber optic catheter connector, and performed functional tests. The repair was completed. Operational tests carried out with positive results.